Manufacturer narrative:
(B)(4). There were no patient injuries and the patient has recovered post cataract surgery. The patient¿s vision was not affected. Activities of daily living were not affected. Date of event: (B)(6) 2015. Catalog #: zcb0000195. Serial number: (B)(4). Expiration date: 08/12/2019. If implanted; give date: (B)(6) 2015. Device manufacture date: 08/12/2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Concomitant medical products - customer stated using platinum cartridge (B)(4) and platinum injector. Serial numbers unknown, not provided. Visual inspection was not performed as the intraocular lens (iol) remains implanted. Photos of the implanted iol were provided in the complaint folder, and were evaluated. The origins of the apparent foreign material can not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. During manufacturing, the operators conduct 100% visual inspection and cleaning of the lenses at 10x microscope magnification. If any defect is found that not meet the specification, the lenses are rejected. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Lens remains implanted at the time of submitting the MDR. Device manufacture date: unknownall pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a defect in the intraocular lens (iol) optic. This one has the defect on the anterior and posterior surface and it is definitely related to the loading/injection process. The surgeon sees this type of material usually on the anterior surface of the iol and often where the haptic was in contact with the optic when compressed. It appears that it is material "stuck" "to the iol surface. It cannot be vacuumed, scrapped, or squeegeed off. The surgeon has also tried to yag it off to no avail. The surgeon did not explant this iol but the surgeon thought about doing that. No further information was provided.